Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail 15/2.0 mm balloon ruptured at 4 atms while pre-dilating the left circumflex coronary artery lesion for placement of an express2 stent. This event caused a dissection in the vessel which was treated with an express2 (bare) 2.25/12 mm stent. While the physician was post-dilating the stent, the maverick2 monorail 15/2.25 mm balloon ruptured at 2 atms. There were no complications as a result of the rupture. The physician successfully completed the procedure using a quantum maverick 15/2.0 mm balloon. Same case as MFR's report# 6000093-2004-00492.